Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal-n pd-2 2.5 therapies for chronic renal failure. In (B)(6) 2011, the patient experienced peritonitis. Treatment included unspecified antibiotics. Extraneal and dianeal therapies were ongoing. On an unreported date in 2011, the patient recovered from the peritonitis. The nurse believed that the event of peritonitis was non-serious and unrelated to extraneal and dianeal therapies. The nurse stated that a physician also believed the peritonitis was unrelated pd products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.